Event description:
It was reported that the patient expired while on ventilator. The user facility does not believe that there was any ventilator malfunction, but requests an examination. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator was placed on test lung with no alarms or issues. It passed all safety and functional tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The logs does not contains any shutdowns or technical error codes. The ventilator successfully passed pre-use check prior start of ventilation. There are no indications of a ventilator malfunction. From the user, there are no allegations of a ventilator malfunction or that the ventilator contributed to the patient¿s death.